Event description:
Middle-aged female in ICU with icy cath in place for hypothermia therapy. Catheter placed on [date redacted]. The next evening, the rn noted the 500ml ns bag attached to the hypothermia machine was almost empty. There was no evidence of leaking around the machine or on the patient. No alarms were firing. The 500ml bag was replaced w/ a 1l ns bag. The tubing was detached from the patient, re-primed, and then restarted. The level of ns in the bag was marked at this time (after priming). The md was aware of the situation and monitoring w/ the rn. The next afternoon, the rn noted 500mls had left the 1l bag. Per the rn, it was believed that the system had a leak somewhere, and that possibly the patient was receiving the fluid through a hole in one of the balloons. The md was notified and an order was given to remove the catheter. The catheter was removed without difficulty. The md instructed the rn to check for a balloon leak after removal. The catheter was submerged in a basin of water and the balloons were inflated with air. Per the rn report, there were no bubbles to be seen in the water. The balloons remained taut after leaving it inflated for approximately 10 minutes. The access ports were then flushed with water to see if they had any effect on the balloon pressure, and no visible change was seen. Per the rn report, there was no obvious pooling of solution in the machine when the tubing was removed. There was no leakage on the bed, surrounding the bed, or the patient noted as well. The lot# of this catheter is unknown. Stock in the hospital currently includes 3 different lots: 77727, 75360, and 74959.